Event description:
On (B)(6) 2025, a 78-year-old patient with a past medical history of atrial fibrillation, hypertension, hyperlipidemia, gastroesophageal reflux disease, and sleep apnea, as well as known coronary artery disease status post coronary artery bypass grafting and multiple prior stents, was admitted with a diagnosis of non-st-segment elevation myocardial infarction. The patient was taken to the cardiac catheterization laboratory, where in-stent restenosis was identified and patient had an balloon angioplasty and an impella cp device was placed. On (B)(6) 2025, diminished distal pulses were noted, and a distal perfusion catheter was inserted. On october 27, the patient developed a gastrointestinal bleed and possible sepsis, and the anticoagulation regimen was adjusted to a low-dose heparin infusion. On (B)(6), the clinical team discussed escalation to an impella 5.5 device. On (B)(6), the patient expired following the family¿s decision to withdraw life-sustaining care.

Manufacturer narrative:
The root cause of the injury was unable to be determined due to insufficient clinical details.